Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted secondary to a patient infection. No additional adverse patient effects were reported.